Event description:
Elderly male with history of hypertension, diabetes and malignant neoplasm of rectosigmoid colon. In or for laparoscopic assisted low anterior rectosigmoid resection. Ethicon endopath 45mm flex stapler used and got stuck on the 3rd fire. Surgeon was the one using the product in or; stapler was unable to be engaged. Minimal delay in procedure until new product obtained. No known harm to patient.